Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® tag® conformable thoracic stent graft with active control instructions for use (IFU), the following deployment step states: "ensure the device is positioned against the outer curve of the aorta using forward pressure on the guidewire". W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an emergency endovascular treatment for a thoracic arch aneurysm rupture using a gore® tag® conformable thoracic stent graft with active control system (ctag ac) (2-debranching zone 1 tevar). When deploying the ctag ac, the device moved distally but no endoleak was found. Thus, the procedure was concluded. On (B)(6) 2023, a reintervention was performed as a type ia endoleak was found during a follow-up CT scan. Another ctag ac was placed proximal to the previous device and the endoleak disappeared. The patient tolerated the procedure. It was later reported that it is unknown how much the device moved during initial implant procedure, and no migration was noted after the type 1a endoleak was observed. Additionally, no aneurysm enlargement was noted. The physician also commented that the guidewire was weakly pressed against the arch aorta's greater curvature, which may have caused the device to move distally during deployment.